Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented via remote transmission, several episodes of non-sustained rv oversensing episodes revealed high amplitude lead noise. The patient received inappropriate high voltage (hv) therapy due as a result of the lead noise. The cause of the inappropriate hv therapy was the device was not well protected during an unrelated procedure. As the physician suspected the noise and hv therapy were due to the procedure, no further action was taken. The patient was stable and will continue to be monitored.